Event description:
The account generated a falsely positive architect stat troponin-I result on sample ID (B)(4) of 0.467 ng/ml. The sample was repeated with architect stat troponin-I negative of 0.009 ng/ml which was reported out of the laboratory. The account uses a cutoff of 0.04 ng/ml for troponin. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
A review of ticket trending and lot search data did not identify atypical complaint activity related to discrepant patient results. Accuracy testing was completed using retained kits of reagent lot 25822un12. Acceptance criteria was met, which indicates acceptable product performance. The architect stat troponin-I package insert was reviewed and provides information regarding discrepant patient results. No product deficiency was identified.